Event description:
The pt stated, he heard "a very loud alarm" from his infusion device and it shut down. He stated, he was aware of the power pack recall and he had been using his power packs for longer than 2 weeks. He did not know exactly how long his power pack had been in use, when the infusion device shut down. He was advised to insert a new power pack and his infusion device functioned properly. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.